Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient was not able to establish telemetry between the external communicator and implantable neurostimulator (ins). The message 'no device found' keeps displaying. During call, they went through the procedure together, good communication between the handset and communicator, but not able to locate ins. They have restarted handset and communicator but issue persists. Asked the patient to palpate the ins area to ensure that the communicator is properly placed on top, but issue persists. Ins has full charge. Referred the patient to the healthcare professional (hcp) to further investigate the issue.